Event description:
It was reported that the right ventricular lead had high pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d314trg ICD, implanted: (B)(6) 2012; 4968 lead: (B)(6) 2010. (B)(4).